Event description:
It was reported that the customer was unable to get out of the prime/rewind loop. It was stated that the insulin pump beeps and the numbers appear on the screen. The caller stated that previously the device had a blank display and then started to count down. It was mentioned that the display looks white, and it was difficult to read. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. Unable to confirm the blank display during testing.